Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as a message indicating ¿no network¿ was displayed, making it impossible to perform a pairing with a test pacemaker. - in-depth analysis revealed that on 23 may 2023, the smartview connect application update and the renewal of the certificate most probably occurred at the same time, resulting in a mismatch between the certificate and the private key. As a result, the stored certificate was the wrong one and communication was prevented with the back office, leading to the observed issue. - it should be noted that such issue can only occur within specific conditions. - this case is recorded for trending purposes.

Event description:
Reportedly, the pairing attempt failed as the message 'no network' was displayed and despite repositioning the sim card. Pairing was successful following replacement of the smartview connect.